Event description:
It was reported that the pt experienced inadequate pain relief with withdrawal symptoms. A volume discrepancy of > 25% was noted at refill; the hc had more volume than expected. The expected reservoir volume was 2 ml while the actual reservoir volume was 16 ml. The pump contained morphine (pf morphine sulfate) a dye study was attempted 1-2 weeks prior to the report. The hcp was unable to aspirate the catheter. A roller study was then performed; the rotors were moving "correctly". The pt was scheduled for a catheter revision in 2008. During surgery, the hcp was unable to detect a kink in the catheter. He was not able to aspirate cerebrospinal fluid from the spinal portion of the catheter. An attempt was made to implant a new catheter; this was unsuccessful. The pump was removed.